Event description:
The customer reported that his olympus evis lucera elite gastroinvestinal videoscope had foreign material coming out due to clogging of the suction channel in the universal cord. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was determined that the subject device had undergone incorrect or insufficient reprocessing. This report is being submitted to capture the incorrect or insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material was found clogging the forceps channel. Additionally, insertion tube had deformities present. The angle knob was out of normal state due to the elongation of the angle wire. Scratches were present on the tip cover, the operation part, the switch box, the universal cord, and the scope connector cover. There were also wrinkles noted in the insertion tube. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that the reportable failure occurred at the repair center, not the user's facility.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.